Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. Product mentioned in data collection is biomend. No lot number or item number was specified. Two patients experienced postoperative hematoma in the infra-orbital region. This is for patient 2 of 2. The article does not mention whether medical intervention was required or if the hematoma healed on its own. No further information surrounding patient status or patient outcome was provided. Title of the article: nunes fas, pignaton tb, novaes ab jr, et al. Evaluation of a bone substitute covered with a collagen membrane for ridge preservation after tooth extraction. Clinical and tomographic randomized controlled study in humans. Clin oral impl res. 2018;29:424-433. The study by nunes et al. (2018) explored whether using a synthetic bone substitute covered with a collagen membrane could effectively preserve the alveolar ridge after tooth extraction. The background emphasized the common issue of bone resorption post-extraction and the need for techniques to minimize dimensional changes. Clinical and tomographic evaluations showed that this approach significantly reduced ridge resorption, maintaining better bone volume compared to extraction alone.

Manufacturer narrative:
This MDR 2249852-2025-00025 is for patient 2. Please refer to the parent MDR 2249852-2025-00021 for patient 1.